Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a incomplete capsulorhexis occurred during a laser assisted cataract surgery. Incomplete capsulorhexis was not well recognized initially and resulted in an anterior capsule split.

Manufacturer narrative:
A clinical applications specialist (cas) reviewed the images and stated that the surgeon may have positioned the capsulotomy points incorrectly. The cas adjusted the settings slightly and the following cases were completed perfectly. The company service representative examined the system and no problems were found. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event could be attributed to incorrect placement of capsulotomy points. The manufacturer internal reference number is: (B)(4).

Event description:
Clinical applications specialist serviced laser. Additional information was asked for but site was too busy to give at this time. Surgeon's settings were adjusted slightly. New information was received. Surgeon may have positioned the capsulotomy points incorrectly.